Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for evaluation. The alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment for an aneurysm, an embolization implant coil detached from its delivery system while approximately a third of it was positioned in the aneurysm. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention.